Manufacturer narrative:
Correction; b3 - updated date of the procedure estimated as 6/06/2024 the device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effect of embolism is listed in the hi-torque guide wires instruction for use as a known patient effect of coronary procedures. The investigation was unable to determine a conclusive cause for the reported material separation; however, the reported treatment and patient effects appear to be related to operational circumstances. It was reported that the guide wire separated within the anatomy. Factors that may contribute to a material separation during use include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The separated portion of the wire was removed via surgery. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part and lot number were not reported. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted damages (hypotube bend, stretched/separated coils, separated core, separated polymer coating) and ultimately resulted in the reported/noted material separation(s). The reported patient effect of embolism is listed in the hi-torque guide wires instruction for use as a potential adverse event associated with use of this device. The reported/noted difficulties possibly caused/contributed to the reported patients effects; however a conclusive cause for the reported patients effects, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diagnostic procedure was performed on a radial artery. The bmw universal ii guidewire was used to track a diagnostic catheter through a patient¿s radial artery which had both spasm and tortuosity. Upon delivery of the catheter to the ascending aorta, the guidewire was removed from the patient with no unusual resistance. A few weeks later the patient presented with pain in the foot, and it was discovered that the entire distal segment of the bmw universal ii guidewire from the most proximal weld point had detached and embolized in the patient¿s foot. This was successfully removed by the vascular surgeons and the patient is now stable. Upon further review of the index angiograms, no images show the detached wire (presumably this embolized down the aorta immediately and was therefore outside the imaged field). On physical review of the retrieved wire, it seems it became detached from the most proximal weld point. No additional information was provided.